Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and the lens tore while advancing in the injector. There was pt contact but no injury. The reporter acknowledged that the surgeon had been using an injection system other than the one we recommend with this lens.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that both haptics and part of the optic was torn off and missing. There was a clear surgical residue on the lens.